Event description:
The consumer alleges the motor "burnt up." The dealer plugged the unit in and discovered the on/off switch was allegedly broken and the unit has a burning smell. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this device. Model irc1710 serial number (B)(4) is approximately 3 years old. User manual part number 1130203 rev e (oct-07) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "warning - do not operate this equipment without first reading and understanding this manual. If you are unable to understand the warnings, cautions, and instructions, contact invacare technical services before attempting to use this equipment - otherwise serious injury or property damage may result." The consumer stated the on/off switch did not work. It is unknown if the compressor may be contributing to the switch not working. On page 10 the following information regarding the compressor is provided: "compressor - if the unit shuts down frequently, you may have a low voltage situation. Low voltage can also be suspected when: the motor does not get up to full power or speed. Home fuses or circuit breakers activate when starting compressor. Lights dim or remain dim when compressor is started. Other motor operated appliances fail to operate properly or too many motor operated appliances are on same circuit." The consumer stated there was a burning smell. Dirty filters may affect the temperature of the device. On page 28 the following information is provided for changing the filters: "filter change: the filter must be replaced after approximately 30 hours of use or when it turns gray. Open the filter holder to replace the filter with a new one."